Manufacturer narrative:
The insulin pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator. No lost sensor alarm. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with a minor scratched display window. The insulin pump was received with cracked case display window corner. The insulin pump received with cracked reservoir tube lip. The insulin was received with cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.